Event description:
The report received from the affiliate indicated that approximately forty-four months after the patient's first cypher stent implantation, the patient complained of chest pain while working outside and visited the hospital. The patient was dehydrated. The next day, coronary angiography was done. Thrombus was observed from the proximal edge and distally in the previously implanted cypher 3.0 x 28 mm stent (stent #1) in the mid left anterior descending (lad) target lesion and also the cypher 2.5 x 23 mm stent (stent #2) implanted in the right atrioventricular (av) branch. A thrombolytic agent (monteplase) was administered in the mid lad. An attempt was made to pass a guidewire through the lesion in the right av branch unsuccessfully, thus no intervention was conducted. Five days after the re-intervention, coronary angiography was done and the thrombosis in the two previously mentioned stents was improved. The two stents were noted to be fractured by angiography and by CT scan as well as an additional cypher 2.5 x 28 mm stent (stent #3) implanted previously in the right posterior descending branch (rpda). No additional intervention was done, due to the stent fractures. The patient recovered and was discharged from the hospital approximately two weeks after admission. The physician's comment regarding the possible cause of the thrombotic event was that the patient became dehydrated while working outside and that the stents were fractured.

Manufacturer narrative:
The patient was admitted with an acute myocardial infarction for the index procedure. Two bare metal stents: a tsunami 2.5 x 20 mm and a driver 3.0 x 24 mm were implanted in the distal circumflex emergently. Additional information was not available for this procedure. Eight days later, the patient had an elective percutaneous coronary intervention (pci).the target lesion was the mid lad. The lesion was reported to be: de novo, concentric, 25 mm length, 3.0 mm vessel diameter bifurcated, and type c. The lesion was post-dilated with a 3.0 x 20 mm balloon-details unknown. A cypher 3.0 x 28 mm stent (stent #1) was implanted at 14 atm for 20 sec. The stent was post-dilated with the stent delivery system (sds) balloon at 14 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act of over 250 sec was measured. Five months after the index procedure, the patient was admitted for an elective pci. The first target lesion was the right av branch. The lesion was reported to be: de novo, concentric, 20 mm length, 2.5 mm vessel diameter, and type b1. The lesion was pre-dilated with a 2.5 x 20 mm balloon/details unknown. A cypher 2.5 x 23 mm stent (stent #2) was implanted at 14 atm for 60 sec. The stent was post-dilated with the sds balloon at 14 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The second target lesion was the rpda. The lesion was reported to be: de novo, concentric, 25 mm length, 2.5 mm vessel diameter, and type c. The lesion was pre-dilated with a 2.25 x 15 mm balloon/details unknown. A cypher 2.5 x 28 mm stent was implanted at 12 atm for 60 sec. The stent was post-dilated with the sds balloon at 14 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act of over 250 sec was measured. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used for the same patient. Please reference MFR. Report # 9616099-2008-02639, # 9616099-2008-02640, and # 9616099-2008-02641.